Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented with atrial lead noise. Noise was able to be reproduced with arm movement. The physician was happy to continue to monitor as the patient had reasonable underlying rhythm.

Event description:
New information states that there have been no changes to the pacing system, at follow up on (B)(6) 2016, the patient has no symptoms. The device would be monitor with routine follow ups.